Event description:
Doctor performed a total knee procedure on a patient utilizing a stryker navigation system. Following a horse accident, the patient sustained a femur fracture. The fracture was treated with im nailing. The doctor could not confirm whether or not the pins used in the initial tka contributed to this event.

Manufacturer narrative:
The product was not returned for evaulation.